Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the 12 month complaint history for this product family was conducted. In the past 12 months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use for this product direct the user to prepare the system by placing the trigger cord into the slot on the spool of the handle and to pull down until the knot is seated in the hole of the slot. The user is then instructed to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic banding procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. The knot in the trigger cord was slipping during handle rotation to deploy the ligator bands. The knot would not remain seated in the slot on the spool of the ligator handle. The user attempted to tie a larger knot in the trigger cord but was still unable to seat the knot in the ligator handle. Medical tape was used to secure the trigger cord to the ligator handle and the user was able to successfully deploy the ligator bands. It was confirmed that a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.